Event description:
It was reported that there was a left hip revision of the head and liner. Patient's wound was oozing and did a washout.

Manufacturer narrative:
The other device listed in this report is cat # 6260-9-122, lot # unknown, 22.2mm std lfit v40 head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, operative report, x-rays, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a left hip revision of the head and liner. Patient's wound was oozing and did a washout.